Event description:
A customer woke up with a bg within normal range (143 mg/dl). By 10am, her bg was at 303 mg/dl so she administered a correction bolus of 20 units. At 12:50pm, her bg read "high" (> 500 mg/dl); she took 25 units of insulin. At 2pm, her bg was still "high" but she "did not deliver a bolus." Her bg still did not decrease by 3:30pm so she administered 20 units of insulin. At 4pm, she decided to deactivate the pod. The product will be returned for eval.

Manufacturer narrative:
The returned pod was evaluated and no evidence of any mfg defect was detected. An air bubble, equivalent to 10-12 units of insulin in size was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a mfg process issue or product defect. User error is confirmed as having caused the pod to fail to perform its essential function. The omnipod's user guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Insulet has initiated an internal investigation to determine if education and training related to this topic can be improved. The investigation is in-process as of the date of this report. Product lot qualification records were reviewed and found to have met all acceptance criteria.